Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 20 mg/dl. Customer treated low blood glucose level with food. Customer feels ok after troubleshooting. Customer was using insulin pump system within 48 hours of reporting low blood glucose event. The insulin pump was also dripping or squirting from end of the infusion set before connecting at their site. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.